Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231605090); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline that failed to open and the ptfe sleeves were stuck on the pipeline and/or phenom 27 microcatheter. It was reported that the patient was undergoing a procedure to treat a right internal carotid artery (r-ica) brain aneurysm. The patient's vessel tortuosity was moderate. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The pipeline could not be opened due to remaining engaged with the ptfe sleeves. It was noted that the phenom 27 microcatheter was damaged with the pipeline. The phenom was replaced with another manufacturer's catheter. There was no harm or injury to the patient.